Manufacturer narrative:
Product complaint # (B)(4). Corrected information: d 3. Manufacturer email, d 4. Primary UDI number. Additional information: d 4. Expiration date, h4. Device manufacture date, h 6. Type of investigation. Batch manufacturing records of vp2338/t3004 was reviewed for any process deviation but no deviation was observed. Finished goods tests reports was reviewed for tensile strength value, needle pull-off value and found to meet the specification requirement. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 3/19/2025 h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: were there any adverse consequences associated with the patient? Could you please confirm whether the mentioned sutures are products of ethicon (a johnson and johnson company)? If yes, could you kindly provide the product code and lot number, please? How many sutures demonstrated the alleged deficiency? When were the sutures broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify it is mentioned that the products were discarded. Will products from the same batch be returned for analysis? Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to (B)(6). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. It was reported that the broken sutures foils had been discarded on same time, and they had clicked the snap of the damaged foils on same time / in the procedure after that they had discarded. At present, the hospital authorities have the fresh foils of the same suture code from the same batch. There were no patient consequences reported. Additional information was requested.